Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to have an endoscope adaptor (aea) bearing friction issue. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 30-degree endoscope base was stuck and it was hard to move around. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the surgeon was complaining about the image being inverted. The procedure was completed successfully with another endoscope.

Manufacturer narrative:
The annex a code was updated to a0509 - physical resistance / sticking to better reflect the bearing friction issue identified in failure analysis.

Event description:
Refer to h10/h11 for follow-up information.